Manufacturer narrative:
Investigation summary: the sheath was returned for analysis and when it was first visually inspected investigators saw a kink on the end of the shaft. The sheath was functionally tested and it was able to curve and steer with no issues and no leaks were found during irrigation testing. The tip of the sheath was examined under a microscope and no abnormalities were found. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of thrombus was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk for the thrombus as it was laid out as a potential patient complication in the sheath's instructions for use. Additionally, because the kink was not mentioned in the event description the most likely cause was considered to be that it happened during transportation or storage of the sheath after the procedure was completed.

Event description:
It was reported that a patient experienced a thrombus. During a pulsed field ablation procedure, a farawave catheter and a faradrive steerable sheath were selected for use. During the testing phase, a spline planarity issue was observed and manually corrected. A versacross connect faradrive 180p system was used to perform transseptal puncture. The catheter was then advanced into the left atrium through the delivery sheath over a guidewire and deployed. A system error related to the shaft electrode was displayed and the physician removed the catheter from the patient's body. Upon removal, a spline inversion was identified. The catheter was replaced, and a new farawave catheter was used to successfully complete pulmonary vein ablation. Following completion of ablation and during post procedure mapping of the right superior pulmonary vein, a thrombus was visualized using intracardiac echocardiography. The catheter and sheath were immediately removed from the left atrium, and the patient was transferred to the intensive care unit for monitoring. Transesophageal echocardiography confirmed the presence of thrombus attached to the right superior pulmonary vein. Activated clotting times were monitored throughout the procedure and measured 353 seconds prior to transseptal access, with a value of 342 seconds on the last measurement recorded before thrombus visualization. Both the delivery sheath and catheter were continuously irrigated with heparinized saline. No fibrin or coagulum was observed on the catheter tip. There was no evidence of the thrombus during pre procedure imaging, included transesophageal and intracardiac echocardiography. The patient had a history of a previously implanted left atrial appendage closure device and deep vein thrombosis and received short-term anticoagulation prior to the procedure. The patient required prolonged hospitalization. No more information was provided. It was further informed the patient has an ivc filter, is stable, being anticoagulated, and has had no neuro event it was further reported that the patient has fully recovered

Event description:
It was reported that a patient experienced a thrombus. During a pulsed field ablation procedure, a farawave catheter and a faradrive steerable sheath were selected for use. During the testing phase, a spline planarity issue was observed and manually corrected. A versacross connect faradrive 180p system was used to perform transseptal puncture. The catheter was then advanced into the left atrium through the delivery sheath over a guidewire and deployed. A system error related to the shaft electrode was displayed and the physician removed the catheter from the patient's body. Upon removal, a spline inversion was identified. The catheter was replaced, and a new farawave catheter was used to successfully complete pulmonary vein ablation. Following completion of ablation and during post procedure mapping of the right superior pulmonary vein, a thrombus was visualized using intracardiac echocardiography. The catheter and sheath were immediately removed from the left atrium, and the patient was transferred to the intensive care unit for monitoring. Transesophageal echocardiography confirmed the presence of thrombus attached to the right superior pulmonary vein. Activated clotting times were monitored throughout the procedure and measured 353 seconds prior to transseptal access, with a value of 342 seconds on the last measurement recorded before thrombus visualization. Both the delivery sheath and catheter were continuously irrigated with heparinized saline. No fibrin or coagulum was observed on the catheter tip. There was no evidence of the thrombus during pre procedure imaging, included transesophageal and intracardiac echocardiography. The patient had a history of a previously implanted left atrial appendage closure device and deep vein thrombosis and received short-term anticoagulation prior to the procedure. The patient required prolonged hospitalization. No more information was provided. It was further informed the patient has an ivc filter, is stable, being anticoagulated, and has had no neuro event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a thrombus. During a pulsed field ablation procedure, a farawave catheter and a faradrive steerable sheath were selected for use. During the testing phase, a spline planarity issue was observed and manually corrected. A versacross connect faradrive 180p system was used to perform transseptal puncture. The catheter was then advanced into the left atrium through the delivery sheath over a guidewire and deployed. A system error related to the shaft electrode was displayed and the physician removed the catheter from the patient's body. Upon removal, a spline inversion was identified. The catheter was replaced, and a new farawave catheter was used to successfully complete pulmonary vein ablation. Following completion of ablation and during post procedure mapping of the right superior pulmonary vein, a thrombus was visualized using intracardiac echocardiography. The catheter and sheath were immediately removed from the left atrium, and the patient was transferred to the intensive care unit for monitoring. Transesophageal echocardiography confirmed the presence of thrombus attached to the right superior pulmonary vein. Activated clotting times were monitored throughout the procedure and measured 353 seconds prior to transseptal access, with a value of 342 seconds on the last measurement recorded before thrombus visualization. Both the delivery sheath and catheter were continuously irrigated with heparinized saline. No fibrin or coagulum was observed on the catheter tip. There was no evidence of the thrombus during pre procedure imaging, included transesophageal and intracardiac echocardiography. The patient had a history of a previously implanted left atrial appendage closure device and deep vein thrombosis and received short-term anticoagulation prior to the procedure. The patient required prolonged hospitalization. No more information was provided. It was further informed the patient has an ivc filter, is stable, being anticoagulated, and has had no neuro event. It was further reported that the patient has fully recovered.